Event description:
The stylet could not be inserted completely to obtain the biopsy. Doctor used another echo-1-22 w/o any problem. No section of the device remained inside the pt's body. The pt did not require any add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
There were no echo-1-22 devices of lot number c649169 in stock at the time of the complaint investigation. One x echo-1-22 device of lot# c649169 was returned to cook (B)(6) for investigation. The device was returned in two parts, the handle section with part of sheath and needle attached and the second section with the remainder of the sheath and needle. It was possible to advance and retract the needle. The needle extended to approx 4cm from sheath. A severe kink was visible 1cm approx. From where the needle was cut / broken. The second section of the sheath was measured and confirmed to be within specification. The needle was removed from the sheath and confirmed that the length of the needle was also within specification and no part was missing. The dimples were present on the needle. The stylet was returned with the device but was not advanced through the device on receipt. It was possible to advance part of the stylet through the device although resistance was noted when doing this. The stylet was noted to be kinked causing the resistance experienced. The customer complaint was confirmed as the stylet was kinked on return and could not be fully advanced through the device. It was confirmed that the physician cut the device after removing to get the biopsy tissue. As the actual use conditions could not be replicated in the laboratory, it is not possible to conclusively determine the cause of this complaint. Prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-1-22 lot # c649169 did not reveal any discrepancies that could contribute to this complaint report. No corrective action is warranted at this time. A foreign object did not have to be retrieved from the pt. The pt did not experience any adverse effects due to this observation. The 2 yr complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.